Event description:
It was reported that patient had depuy primary tka. Revised to triathalon ts (B)(6) 2010 due to failure. Revised (B)(6) 2013 due to component loosening.

Event description:
It was reported that patient had depuy primary tka. Revised to triathalon ts (B)(6) 2010 due to failure. Revised (B)(6) 2013 due to component loosening.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Manufacturer narrative:
The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Review of the device history records indicates all devices accepted into final stock met specifications.the product experience reporting and chs complaint databases indicate there have been no other events for the reported lot. Similar events have occurred for the catalog number/product family. None are related to design, manufacturing, or material factors. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.